Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low rectal resection, when the rectum was being disconnected, the stapler was not able to fire. The surgeon was able to press the green button, but unable to squeeze the handle. The device was replaced with another one to solve the problem. There was no patient injury.

Manufacturer narrative:
Additional information: (model#, catalog#, expiration date, UDI#). If information is provided in the future, a supplemental report will be issued.